Event description:
It is reported that complainant experienced inflation difficulties immediately upon insertion, based on the inability to inflate the fms balloon with more than 15cc of fluid resulting in the removal of the device and reinsertion of a new fms device.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Complainant has confirmed that there is no lot number available. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Reported to the FDA on (B)(4) 2014. Convatec will continue to track and monitor such complaints according to convatec incs complaint handling and CAPA procedures.